Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the challenging anatomical conditions (calcification) and or angle of the device during insertion contributed to the reported lack of blood flow initially and bend. Further manipulation of the device likely caused the bend to break resulting in the entrapment of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional coronary stenting procedure with a 6f sheath. Reportedly, the device was positioned in the vessel however there was low blood flow from the marker lumen. The device was inserted further and adequate the blood flow from the marker lumen was seen however the device kind of folded up while being advanced slowly. Suture deployment was successful. Upon device removal, the device was stuck. Surgery was performed to remove the device and achieve hemostasis. Upon device removal, it was noted that the guide was broken however the device was still held together by the actuator wire. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.